Event description:
After 8 months of biventricular support the cap and case of the right ventricular assist device (rvad) separated due to a crack propagating in the case material. The user was able to repair the vad with epoxy. There was no effect on the pt and the device remains in use.